Event description:
Customer stated that the insulin would not stop spraying out of the insulin pump. The blood glucose reading is 129 mg/dl. Insulin squirted out during the manual prime process. During troubleshooting, the insulin continued to drip after the act button was released. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Unable to perform prime test due to prime alarms. Insulin pump received with cracked case at display window corners, display window, minor scratches on lcd window and stained end cap sticker.